Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the electrode belt is unable to plug trunk connector into monitor causing lack of communication. ECG cables c and d were also pulled from strain relief. The cause for the failure was a crack connector on trunk cable. The trunk cable connector was cracked and showed signs of physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported a damaged connector.